Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer's mobile app was showing reconnecting to the insulin pump. The customer stated that the customer inserted a new sensor and the pump was not finding it either. The customer stated that the customer was in the hospital but it was not due to diabetes, it was a bowel blockage. The customer took off the insulin pump and took the battery out of the pump, now they won't connect. No harm requiring medical intervention was reported. Troubleshooting was not performed; however, it was unknown if the customer will discontinue using the device or not. The product will not be returned for analysis.